Manufacturer narrative:
Date sent to the FDA: 11/10/2015. Additional narrative: following the closure, two layers of topical skin adhesive were applied and there was no re-prepping involved. The incision was 4 cm in length over the lower neck in a natural skin crease and no dressing was applied over the incision. On (B)(6) 2015 following the procedure, the wound and the entire front of the neck were red and oozing. The surgeon opined that it had the typical look of an allergic dermatitis secondary to topical skin adhesive. The area of reaction covered at least sixty-four square centimeters. The patient was started on oral antibiotics, oral steroids, topical antibiotics and topical steroids and seen every forty-eight hours. The surgeon stated that the patient improved significantly and on (B)(6) 2015 the inflammation was reduced by ninety percent. (B)(4).

Event description:
It was reported by the patient that he underwent a parathyroidectomy on (B)(6) 2015 and a topical skin adhesive used. Post-op on (B)(6) 2015, the incision was inflamed and had discharge. The patient was seen by his surgeon for follow-up on (B)(6) 2015 and was treated with antibiotics and methylprednisolone. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.